Manufacturer narrative:
Date sent to the FDA: 09/27/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented approximately 30 days post op with pain in her abdomen. A CT scan revealed a "fluid pocket behind the mesh". The doctor opined it was an infection and prescribed antibiotics. No further information was provided.